Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 module and a cobas e 411 immunoassay analyzer compared to a wako accuraseed analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The customer e801 analyzer serial number is (B)(4). The customer's reagent lot number and expiration date were requested but not provided. The investigational e801 analyzer serial number is (B)(4). The reagent lot used was 611920. The investigational e411 analyzer serial number is (B)(4). The reagent lot used was 573234 and the expiration date is 31-jan-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The patient sample was provided for investigation. The investigation could not reproduce the high results measured on the customer's analyzer. Further investigation found no interfering factors to the ft3iii assay in the patient sample. The investigation did not identify a product problem. The cause of the event could not be determined.